Event description:
It was reported that during testing, the pump triggered a 'air in line' alarm. Upon investigation, that the air in line error was confirmed through the air detector test. This malfunction makes the event reportable. There are no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and no faulty were identified. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed; it was observed that the air in line detector (aild) were damaged and failed in air detector test. The reported issue was confirmed; however, the probable cause was unable to determined.